Manufacturer narrative:
Correction: section h4: in initial report, the manufacturer date provided was inadvertently reported as 12/17/2019, however the correct date is 10/25/2019. Additional information: section b3 date of event: 01/08/2025. Section e1: dr. (B)(6). Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 , a4 and a5: unknown/ not provided. Section b3 date of event: unknown/not provided. Device evaluation: a field service engineer visited site and cleaned objective lens, cleaned laser optics and performed calibrations as necessary. System is performing to specifications. Manufacturing records review: a review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a female patient had an anterior capsule tear and a vitrectomy was performed on eye. No additional information was provided.